Manufacturer narrative:
This report is submitted on may, 04,2023.

Event description:
Per the clinic, the patient underwent revision surgery to confirm the magnet placement (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2023. This report is submitted on may 24, 2023.